Manufacturer narrative:
Upon visual inspection, the device was found to have a worn bearing. The device was repaired and will be returned to the user facility.

Event description:
It was reported that at the user facility the core universal driver would not shut off. No further information was provided by the user facility.